Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing causing mode switch and several atrial tachycardia/ atrial fibrillation (af) episodes to be falsely classified. The lead remains in use. No patient complications have been reported as a result of this event.